Manufacturer narrative:
Component code: g01003. The complaint investigation for false non-reactive results for one patient sample tested with the architect hiv ag/ab combo assay included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and file kit testing. Trending review determined no adverse trend for the issue for the product. Device history record review did not identify any non-conformances or deviations with the likely cause lot and complaint issue. The overall performance of the likely cause lot was investigated in a sensitivity setup and by utilizing two commercially available seroconversion panels. Sensitivity performance is acceptable and not negatively impacted. The customer did not run any quality controls as per package insert. Based on our investigation, no systemic issue or deficiency with the architect hiv ag/ab combo reagent lot was identified.

Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer stated that (B)(6) architect (B)(6) ag/ab combo results were generated for one patient. Sid (B)(6) : two blood samples from the same patient yielded results of (B)(6) respectively (both (B)(6)). Using the mindray (B)(6) method, the two blood samples yielded results of approximately (B)(6). The result yielded by the elisa (B)(6) method was (B)(6). No adverse impact to patient management was reported.